Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, failed downstream occlusion test, was not reproduced. A review of the event history log revealed multiple events of "downstream occlusion!". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream tubing guide was out of adjustment. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion with 25psi (pounds per square inch). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.